Event description:
It was reported to boston scientific, by the patient (weight unknown) that she had a lynx mesh sling system implanted in 2005 due to a mild stress incontinence. According to the complaint she revisited, the physician's office four days later, for pain and was told that her urethra was inflamed. Three months later, she reports "the tape was trimmed" by the physician and she continues to have pain. Follow up with the physician's office, indicate that surgery for the removal of the eroded tape went well and patient reports having no pain.

Manufacturer narrative:
Since the device remains implanted and will not be returned for evaluation, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.